Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2026. The patient was in stable condition.